Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm the reported issue with ¿no ultrasound¿ and two (2) of the three (3) system messages (sms) observed by the customer. However, one (1) of the sms was able to be confirmed. To address this issue the nonconforming balanced salt solution (bss) module was subsequently replaced. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for¿ complaints reported against this serial number¿ was performed. No similar complaints were reported for the products¿ serial (under investigation), with the same event code. The root cause of the reported for one ¿sm¿ is attributed to the nonconforming balanced salt solution (bss) module. Based on the information obtained, the root cause of the reported events relating to the other two (2) sms and the issue of ¿no ultrasound¿ remain, inconclusive (as they were not confirmed.) Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.2, b.3, b.5, h.6 and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that before cataract surgery the event happened. The surgery was completed on the same day by changing the handpiece and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery in an ophthalmic system, system message displayed multiple times and there was no ultrasound. Procedure details and patient impact have not been provided. Additional information has been requested; none has been received till date.